Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see drops of insulin come out of the end of the infusion set tubing during the fill tubing process. The customer's blood glucose was impacted; however, a specific value was unable to be provided. The customer disconnected the tubing from the luer lock and confirmed that insulin came out at the luer lock of the cartridge. The customer changed the infusion set tubing; however, customer was unable to see drops of insulin come out. Tandem technical support (cts) asked the customer to ensure the luer lock had a good connection to the tubing and instructed the customer to re-do the fill tubing process. The customer disconnected then reconnected at the luer lock and was able to see drops of insulin during fill tubing. The customer was able to complete the load process and was successfully able to resume insulin delivery.